Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The review of the data found no anomalies. However, the key parameter history shows that the device was programmed to ventricular amplitude of 1.5 volts and ventricular pulse width of 0.27 ms. This was done in (B)(6) 2008. The save-to-disk indicates that the output is programmed to 2.5 volts, 0.46 ms, but there is no record of the programming change. The capture threshold trend shows that the patient has a threshold that goes slightly over 1 volt.

Event description:
It was reported that a magnet had been placed on the device during the patient's abdominal surgery. When the magnet was removed, the device showed no output and no capture and it took a while for a junctional escape to manifest. The magnet was placed back on the device and the programming head was also placed over the device. The device was unable to be interrogated and the programmer displayed an error message that said "too noisy of a signal; move the wand". The magnet was then removed. The programming head was placed back on device, the emergency pacing button was pressed, and pacing and capture were immediately resumed. The device was then able to be interrogated and reprogrammed back to bipolar. The device remains in use. No patient complications were reported as a result of this event.